Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a cut protector of the video cable section, a wrinkled universal cord, a shaved forceps channel port and suction cylinder, a cracked and chipped adhesive on the bending section cover, the play of the upward/downward knob was out of the standard value, a dented connecting tube, a discolored control unit, a white clouded area on the bending section cover, the bending angle in the up direction didn't meet the standard value due to the wear of angle wire, and the air/water supply volume didn't meet the standard value due to a clogged nozzle. The following components were found scratched: video cable, protector of the universal cord on the scope connector side, protector of the universal cord on the control section side, and the connecting tube. The investigation is ongoing and follow up with the user facility is currently being performed. Additional details relating to the findings have been requested, but no response has been received at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1: (B)(6) (added here due to character limitation).

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the nozzle, channel tube, and suction cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The reprocessing status was unable to be confirmed since information about it was unavailable for the following events: foreign material in the biopsy channel at insertion section, foreign material in the nozzle at distal end and foreign material in the suction cylinder at control section . Based on the results of the investigation, the root cause of the foreign material remaining in the device was not identified. The foreign material found in the suction cylinder at the control section may have remained in the device due to physical damage. The events can be detected and prevented in accordance with the following instructions for use (IFU). Instructions for use (IFU) states that detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. Instructions for use (IFU) states that preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.